Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs). It was reported that the patient did not like the rechargeable implantable neurostimulator that was implanted. It was noted that the unit doesn¿t stay charged if used any time at all and the patient had to recharge it too much. The patient doesn¿t use it like she needs to because of the time consuming need to recharge it. There were no patient symptoms or complications reported.